Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, the patient experienced a significant hypoglycemic event following a loss of signal from their continuous glucose monitoring (cgm) device. According to the patient, they had not been receiving cgm data throughout the day. While working outdoors in a field, the patient lost consciousness. Emergency medical services were contacted, and upon arrival, paramedics performed a fingerstick blood glucose test, which revealed a critically low reading of 0.4 mmol/l. No cgm data was available at that time, and it is unknown what the device was displaying prior to or during the event. The patient regained consciousness while in the ambulance. Treatment included an injection of glucose (presumed to be glucagon) and administration of intravenous fluids. Subsequent blood glucose readings taken at an unspecified time post-treatment were 3.8 mmol/l and 4.0 mmol/l. The patient declined transport to the hospital. Upon returning home, a blood glucose reading of 33.0 mmol/l was recorded, which the patient self-managed to reduce. There is no documentation of further medical evaluation or intervention following the event. At the time of this report, the patient is stable and reports feeling better. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 07/15/2025. Data was further reviewed. The performance data shows that the patient's always sound feature was disabled, his low alert was enabled and set to 70 mg/dl, his high alert was disabled, the urgent low alert is fixed and set to 55 mg/dl, and the no readings alert was disabled. Data investigation shows that the patient received consistent estimated glucose values that were in target range throughout the afternoon on (B)(6) 2025 until 3:48 pm, at which point the patient's estimated glucose value (egvs) rose above the high alert threshold of 250 mg/dl. The patient's egvs remained above the high alert threshold for 25 minutes before dropping back into target range at 4:13 pm with an egv of 229 mg/dl. The continuous glucose monitoring (cgm) then entered a period of sensor error from 4:18 pm to 4:58 pm. When the patient's egvs returned at 5:03 pm, the cgm read low (less than 40 mg/dl), and the system delivered an urgent low alert at partial volume. At 5:08 pm, the system delivered a second urgent low alert, again at partial volume, with an egv of low. At 5:13 pm, the system delivered a third urgent low alert, this time at full volume, with an egv of low. The system continued to be delivered urgent low alerts at full volume with egvs of low every five minutes until the alert was acknowledged at 5:57 pm, at which point the cgm was still reading low. The cgm continued to read low until 6:23 pm, after which the cgm entered another period of sensor error that lasted until the intended end of the sensor session at 7:13 pm. The reported complaint of signal loss was not confirmed. The root cause of the hypoglycemic event was determined to have most likely been attributed to either sensor error, as the patient's egvs dropped from target range to low (less than 40 mg/dl) during a period of sensor error, or to inaccurate cgm readings, as the patient's egvs may have been falsely elevated prior to the onset of sensor error at 4:18 pm on the alleged incident date. No additional patient or event information is available.